Event description:
Complainant alleged that the nurse was attempting to defibrillate (joule setting unknown) a 57 year old pt (gender unknown) who had coded, but that there was a "slight perceptible pause to the individual attempting to discharge the device." There was no delay in subsequent defibrillation attempts. The complainant indicated that the pt subsequently expired. But that the pt outcome was not as a result of the reported malfunction.